Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet bionic pancreas experienced hypoglycemia with a documented blood glucose low of 52 mg/dl, after which the glucose level trended upward following ingestion of rapid-acting carbohydrates; the user perceived the system was delivering too much insulin and planned to discuss adjustments with their trainer. Symptoms included hypoglycemia. Outcomes included no alarms and no reported need for medical assistance or hospitalization. Investigation included complaint review and user troubleshooting and education. Investigation of this case revealed that the cause of the hypoglycemia was unclear. It was concluded that the event was user-reported hypoglycemia with unclear etiology and no device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.